Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154vwc ICD, implanted (B)(6)2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an insulation breach. The lead was repaired, however, during the post-op check the superior vena cava (svc) coil exhibited low impedance. The lead remains in use. No patient complications have been reported as a result of this event.